Event description:
Vns pt underwent revision surgery due to device migration, during which two silk sutures were placed around the generator to help anchor the device. The procedure was performed under local anesthesia. It was reported that prior to the revision surgery, the device was "mobile and uncomfortable for the pt." Investigation to date has been unable to determine the cause of the reported device migration.

Event description:
Further follow-up revealed that when the pt's device was programmed to on twso week post implant the pt responded by "throwing their arms up and their eyes rolled back in their head". The pt's family member also indicated that the pt is experiencing pain with stimulation. The pt's family member reported that the pain brings tears to the pt's eyes and keep him up at night. The pt's family member also reported that without sleep the pt experiences difficulties keeping food down. The pt's family member also indicated that the pt has experienced an increase in grand mel seizures since implant along with throat tightness and hoarseness. The pt was later seen by physician at which time device diagnostic testing was performed and was within normal limits. Physician decreased normal mode output current from 1.0ma to 0.75ma and the pt was much more comfortable.